Event description:
A case study from the literature describes a patient who, after nine months with the balloon, began experiencing abdominal pain, vomiting, and oral intolerance. As a result, the patient visited an endoscopist to evaluate the cause of these symptoms. The patient was taken for endoscopy, but the retrieval of the balloon was unsuccessful. Later, the patient was transferred to the emergency room for surgical extraction. In this case, endoscopic retrieval was not possible due to a malfunction of the spatz3 valve, thickening of the balloon wall, and its partial migration toward the fundus and cardia, which resulted in esophageal laceration and gastric bleeding. The patient recovered without additional complications during her hospital stay and she was discharged 48 hours later.

Manufacturer narrative:
A review of the device labeling notes the following: correct positioning of the balloon system adjustable intragastric spatz3® inside the stomach is necessary to allow correct inflation. The accommodation of the balloon into the esophageal opening during inflation may cause damage and/or rupture of the esophagus. Esophageal obstruction. Once the balloon has been inflated in the stomach, the balloon can be pushed to the esophagus. If this occurs, surgery or endoscopic removal may be required. Lesion to the digestive tract during balloon placement in an inappropriate location, such as esophagus or duodenum. This may cause bleeding or even perforation, which could require correction surgery for control. Injury to teeth, tissue in the oral cavity or throat and upper esophageal sphincter.injury to the lining of the digestive tract as a result of direct contact with the balloon, catheter, polypectomy snare, or as a result of increased acid production by the stomach - esophagitis, gastritis or duodenitis. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition and could result in death.